Event description:
Pt received intergel during surgery in 2003 for lap hysterectomy. Pt developed peritonitis, an internal abcess and subsequent bowel obstruction. Pt now has chronic pain issues. Pt had a total of 5 surgeries to fix their serious issues, now live with chronic pain.